Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was freezing after interrogation, and was also having "lots of communication errors." Good faith attempts for the return of the programming handheld are currently being made.